Event description:
It was reported by repair work order that the power cord was not connected to the bed. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.